Event description:
Info received indicates the pump did not alarm "no flow" and the pt's g-tube burst. The pt was rushed to the ER but was not injured. Formula used was replete with fiber.

Manufacturer narrative:
A review of the DHR was performed. No nonconformances were issued during the manufacture of this pump.